Event description:
It was reported that during implant of this right ventricular (rv) lead there were two instances of the helix self-retracing observed. It was confirmed the helix was out and the testing parameters were satisfactory, and the wound was closed. The standard post closure screening noted it appeared the helix was no longer extended, and the physician reopened the wound. After several attempts of rotations to retract the helix, it remained extended, and the lead appeared stable, and the procedure was completed successfully. At this time the lead remains in service. Outside of the prolonged surgery, there were no adverse patient effects reported.